Manufacturer narrative:
Complaint no: (B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the end of the tubing was malformed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set with 3 way stopcock was welded to the set¿s packaging. This was noted before use. There was no patient involvement. No additional information is available.